Event description:
Pt with history of subclavian artery stenosis. The left subclavian artery had been stented in 11/2002. Recently, pt with claudication symptoms of the left upper extremity and underwent angiography and stenting of the left subclavian artery in 2003. After the left subclavian artery was stented and upon removal of the shuttle sheath, the tip of the shuttle sheath unraveled exposing a wire coil. The pt's anticoagulants were reversed and manual pressure held. Despite multiple attempts to retrieve the tip fragments percutaneously, retrieval was not achieved. A vascular surgeon was consulted and pt was taken to the vascular lab. Upon incision to femoral artery the catheter fragments were identified and removed and a collagen plug was also noted. Pt tolerated procedure well and had excellent pulses with no evidence of emboli.